Event description:
It was reported that (1) device was used during a resection of esophageal carcinoma. It was reported by the affiliate that after connecting the anvil and integrity trocar and sounding "click", the surgeon started to close the knob of the cdh25 instrument, but the anvil kept coming off the trocar 3 times. The surgeon had to hold the anvil and the trocar by hand to complete the case. There was no consequence to the pt.